Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tabletop illuminator was dim during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp and tabletop illuminator module were both replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on october 21, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the tabletop illuminator module. The manufacturer internal reference number is: (B)(4)..